Event description:
It was reported that the patient was experiencing a "difficulty" with their right implantable neurostimulator being turned off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).